Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged black particles in water. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer found evidence of sound abatement foam degradation/breakdown was not observed in the base unit. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 7130.2 machine hours were logged.the dust/dirt contamination found on the bottom casing, on the blower box, and on the motor casing/impellers was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Mineral deposits were found on the inside of the blower box suggesting water ingress. Slight black contamination was found at the blower seal of the blower box, and it is consistent with the keratin contamination observed in ER 2243857. Pil is unable to confirm the complaints of black particles in water. Pil can confirm the presence of contamination in the airpath. Pil can confirm that there is evidence of water ingress into the blower box assembly. The manufacturer concludes the contamination found was consistent with keratin. There was no evidence of sound abatement foam degradation found within the device.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.